Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms. The insulin pump has cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was exposed to an MRI accidentally. Caller stated that afterward the insulin pump setup was corrupted and it was not working as usual anymore. Caller also stated that the customer's blood glucose level was affected for that reason. Unable to obtain the blood glucose level or troubleshoot the unit at the time of the call. Nothing further was reported.